Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter did power on with button depression. Meter did power on with strip insertion. Blank screen was not observed. The complaint was not confirmed and no new issues were observed. No malfunction or product deficiency was identified.

Event description:
Customer reported being unable to test due to the adc meter not powering on with button press or test strip insertion. On (B)(6)2019, customer experienced confusion, sweating, and weakness and self-presented to a hospital where a reading of 786 mg/dl was obtained on the hospital device. Customer was diagnosed with hyperglycemia and admitted to the hospital until (B)(6)2019. While in the hospital, customer was treated with 15 units of insulin (type unknown) four times daily, and was prescribed amaryl (glimepiride) oral diabetic medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc meter not powering on with button press or test strip insertion. On (B)(6) 2019, customer experienced confusion, sweating, and weakness and self-presented to a hospital where a reading of 786 mg/dl was obtained on the hospital device. Customer was diagnosed with hyperglycemia and admitted to the hospital until (B)(6) 2019. While in the hospital, customer was treated with 15 units of insulin (type unknown) four times daily, and was prescribed amaryl (glimepiride) oral diabetic medication. There was no report of death or permanent impairment associated with this event.